Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule was still attached to the delivery system upon removal from the patient. The hcp states, they tried again with the same device and this time the capsule did not attach to the esophagus and was retrieved from the patient's stomach. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. It was noted by the analyst that this is a single-use device. Once the plunger is depressed and rotated the device is used and it is impossible to try a second time. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was not advanced but mucous was present. The plunger had been fully depressed and retracted.